Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had migrated from the original place were it was implanted causing stimulation around the device and chest area when it did the automatic threshold test at 5 volts with intermittent capture. The patient went in a hospital were the implanting doctors does not go to. Another doctor decided to surgically abandon the dislodged lead and put a new lead while the patient was in the hospital. The doctor has removed the old rv lead, that was surgically abandoned, at this point. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had migrated from the original place were it was implanted causing stimulation around the device and chest area when it did the automatic threshold test at 5 volts with intermittent capture. The patient went in a hospital were the implanting doctors do not go to. Another doctor decided to surgically abandon the dislodged lead and put a new lead while the patient was in the hospital. The doctor has removed the old rv lead, that was surgically abandoned, at this point. No additional adverse patient effects were reported.